Event description:
The manufacturer received information reference to a ds2adv auto CPAP with an allegation patient woke up in the middle of the night because she heard a rumbling noise. She stated that the humidifier felt hot, and she burned 3 of her fingers but no blistering occurred on her fingers. Patient states that she burned her finger when she disconnected the humidifier. She saw that the humidifier was in a full boil. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal inspection top of device had dust-like contamination and minor scratches on it. Iso port had dust-like contamination in it. Heater plate had slight dust-like contamination and potential mineral deposit spots on it. Inlet/outlet seal had white dust-like contamination on it and a hair/fiber on it. Water tank had slight dust-like contamination in it. Water tank had a hairline crack near the iso tube entrance. Pil filled water tank and let sit for 1 hour, no leaks were observed. Slight dust-like contamination on the blower motor. Dust-like white and black contamination and some potential hairs/fibers at the air inlet of the blower box. Slight dust-like contamination and hairs/fibers in the blower box. Dust-like contamination in the bottom enclosure. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer and was not able to confirm the complaint. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow and verified that the heater plate and a manufacturer supplied heated tube were working by getting warm. The manufacturer concludes, they observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Device got scrapped.